Event description:
A balloon ruptured during an arteriovenous hemodialysis fistula graft dilitation. Upon withdrawal of the catheter, the distal tip of balloon material detached from the catheter shaft and remained on the guidewire. A basket was used to successfully retrieve the balloon material without incident. The procedure was completed successfully at that time without pt complications. Device was received, evaluated and retained by this MFR. The engineering eval indicated the distal segment of balloon had detached and was not returned for eval. The distal bond was present on the catheter shaft. The remaining balloon material was torn circumferentially. The tear was jagged. Scratches and chatter marks were noted on the proximal portion of the balloon material. The shaft under the balloon was flattened. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis(anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-op scarring and/or lesions in both proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with contact with a sharp external source, scratches and chatter marks on balloon surface. Co believes the above factors contributed to this event and does not attribute it to the event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."